Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer believes that on multiple pumps the pump went up to 50 upon reaching kvo. A total of three infusomat space pumps were reported as involved: serial numbers (B)(6). This MFR report pertains to serial number (B)(6). Serial numbers (B)(6) were submitted under MFR report #'s 9610825-2026-00206 and 9610825-2026-00208, respectively.